Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Ischemia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Peripheral artery dissection: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the access site adverse event was user related to patient restlessness making it difficult to preserve the angle of entry and tight femstop application. Device history review: the pump passed all the post sterile inspection checks.

Event description:
It was reported that the patient was presented emergently to cath lab due to multiple cardiac arrest. Impella placed post percutaneous coronary intervention as bail out. No distal pulses to right lower extremity (rle) and leg mottled overnight. Computed tomography obtained showing bleeding from fem artery. Taken to operating room with vascular surgery and impella removed after wire access via side port. Good hemostasis with 1 preclose perclose and 1 additional perclose. Sluggish flow at common femoral artery - artery ballooned and nitroglycerin injected. Pulses present but not satisfactory. Fasciotomy of rle performed for concerns of compartment syndrome with improvement in rle color and pulses. 6 fr sheath left in place to support flow. Medical doctor reported that the tightness from the fem stop was likely a factor in the limb ischemia along with patients large body mass index and restlessness which made it difficult to preserve angle of entry. The pump was later explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.